Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that pump says rewind complete but reservoir will not fit into pump. The blood glucose level was 259mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No rewind anomaly or no reservoir alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.